Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during follow up after the spaceoar vue placement procedure, the physician reported that a couple of cubic centimeters (ccs) were injected into the prostate. The patient radiation treatment was delayed until the patient receives a magnetic resonance imaging.